Event description:
Arterial access was obtained with sheath. Coronary angiography was performed without complications and patient was discharged same day . One month after aniography, patient returned with swelling and erythema over the right radial artery access site. Examination revealed a nontender, nonfluctuant 0.5cm x 0.5cm indurated mass with surrounding erythema over the right radial artery access site. The radial and ulnar pulses were normal. The patient was afebrile and the remainder of the physical exam unremarkable. Patient was treated with a course of oral antibiotics for 7 days with no response. Patient then was referred for surgical consultation and underwent incision and removal of the inflamed tissue.